Event description:
This complaint is being opened related to a lawsuit, (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
The patient had an in-office visit where he expressed interest in receiving the device on (B)(6) 2022. The physician diagnosed the patient with body dysmorphic disorder. On (B)(6) 2022, the patient received the implant, and 3 days later returned for a follow-up. The physician noted in this follow up the patient had no erythema, intact incision, and that the prosthesis was in good position with good glans sensation. The physician also noted that the patient had mild penoscrotal ecchymosis and edema. On (B)(6) 2022, the patient and physician had a televisit where the patient reported he was doing well, had minimal pain, and was having nocturnal penile tumescence. On (B)(6) 2022, the patient and physician met again where the physician noted the patient had no penoscrotal ecchymosis and edema, no erythema, and the incision was well healed. Additionally, he noted that the prosthesis was in good position, however, there was a slight flare on the right at the level of the coronal sulcus which required revision surgery. The surgery was performed on (B)(6) 2022. On (B)(6) 2022, the patient had reach out to the physician stating that, "the revision came out very well and I'm happy with how it turned out." He also noted he had a lot of swelling and thought it may be due to erections at night. The physician advised the patient to keep the penis elevated to assist with the swelling and prescribed a steroid taper for inflammation. On (B)(6) 2022, the patient presented with implant displacement. The physician and patient discussed that he had capsular contracture, and this may require an additional revision surgery. The physician noted he had a mild flare on the left at the base and displacement on the right at the level of the sulcus. The patient was advised to soak in warm water, with gentile traction, and to massage. On (B)(6) 2022, the patient sent follow-up photos and the physician noted that the capsular contracture was still present and a seroma had developed. On (B)(6) 2022, the patient reached out concerned about impending erosion and was advised to follow up in person. On (B)(6) 2022, the patient returned, and had the implant removed. On (B)(6) 2022, the patient reported that he had bleeding at circumcision site. On (B)(6) 2022, the patient reported he had a hole at the circumcision site with mild drainage and thought that there might be an infection. However, the patient did not have any fever or chills and was advised to stretch penis, and to follow-up for wound inspection. Risk of erosion, migration, infection, swelling and seroma is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. The patient is made aware of potential risks and complications prior to operation including seromas, erosion, migration, and infection. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "a collection of blood under the skin (hematoma) and/or bleeding and/or transient black and blue bruising (ecchymosis)," "infection or erosion of silicone block requiring removal," and "temporary reactions, swelling and/or erythema" may occur. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature, seroma, infection, and erosion as anticipated adverse events, and lists implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use list implant extrusion as a potential adverse device deficiency and state that displacement may occur from improper implant sizing and/or placement due to a variety of reasons such as: the implant is too large or the cavity too small, or where there has been inadequate preoperative assessment of stresses causing movement of the implant. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. Infection is also listed in the instructions for use. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The root cause of this investigation is known inherent risk of the device. As the device was discarded and unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.